Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they while they were driving, the cgm was displaying a reading of 80 mg/dl. The patient then had a seizure and was involved in a car accident. The patient remembers waking up in the hospital and indicated that his bg was 40 mg/dl. Treatment at the hospital is unknown; however, the patient was hospitalized for one day. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.